Event description:
A patient reported blood glucose results of "92mg/dl" with a lifescan meter and "172mg/dl" on a laboratory device, performed between 11-20 minutes of each other. Between the tests there was no intervetnion that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.